Manufacturer narrative:
In speaking with olympus technical assistance center (tac), and troubleshooting was performed. The grey connector became unscrewed and there was a missing a part of the connector. The connecting tube could not be connected to the channel connector in the reprocessing basin. The customer was asked to remove and replace the grey connector unit according to the technical guide. The equipment was repaired and verified according to OEM instructions. The software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. The customer equipment was fully operational. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac), to report the missing grey connector on the oer-pro. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the damaged grey connector in the reprocessing bin. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the connector had loosened and came apart. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ in addition to the above, the end-user should not apply a stress force in the loosening direction while attaching/detaching the connector. Furthermore, always leaving the connecting tube connected can also impact the attachment /detachment of the connector. Olympus will continue to monitor field performance for this device.